Event description:
On 03/16/87 the ipp device was implanted. On 05/18/87 the connector was revised. On 08/21/87 and 07/26/93 the cylinders were revised. On 07/21/97 the connector was removed from the patient and replaced because of being "unable to deflate prosthesis."